Event description:
It was reported that a device was used during a roux-en-y gastric bypass. A user facility medwatch states "a pt was returned to the or with stomach pouch leak staus. Staple line repaired laparoscopically with fibrin glue sealant. Hospitalization was prolonged."